Event description:
It was reported that when the customer presses the screen on quick bolus button, twice the amount requested appears on screen.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available a supplemental report will be submitted.